Event description:
Therapy clinic employee is reported to have developed a burn, approximately 1x3 inches while treating themselves with the anodyne professional unit. Employee reports that they wrapped an ace bandage around the therapy pads to attach them to their knees; applied at the maximum power setting of ten. Company policy and procedure manual clearly warns against applying therapy pads with pressure, and to be especially careful when applying over boney prominence, as failure to heed these warnings could cause burns. Employee was treated with silvadene, a topical ointment avaliable over the counter, and a dressing. Employee reports burn has healed.